Event description:
It was reported that during a routine device check, this right ventricular (rv) lead exhibited high, out of range shock impedances of 120ohms. It was noted that the historical readings show the shock impedances have measured between 90ohms and 140ohms for at least the past 12 months. All other lead and device measurements are stable, and within normal range with no noise or high-rate episodes recorded. The patient is atrial paced at 4%, and ventricular paced at less than 1%. This lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine device check, this right ventricular (rv) lead exhibited high, out of range shock impedances of 120ohms. It was noted that the historical readings show the shock impedances have measured between 90ohms and 140ohms for at least the past 12 months. All other lead and device measurements are stable, and within normal range with no noise or high-rate episodes recorded. The patient is atrial paced at 4%, and ventricular paced at less than 1%. Technical services were consulted and recommended continuing routine follow-up and consideration of a low energy commanded shock to evaluate system integrity. This lead remains implanted and in service. No adverse patient effects were reported. No further information regarding this event has been received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.